Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received an "all deliveries stopped" message. The customer disconnected from the site and went through the load process. Insulin was resumed. The customer's blood glucose level was not impacted.